Event description:
A crash of the subject programmer had occured during the interrogation of a defibrillator (platinium). Investigations are required.

Event description:
A crash of the subject programmer had occured during the interrogation of an defibrillator (platinium). Investigations are required.